Manufacturer narrative:
Implant date: approximated. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced urinary incontinence, leading to a surgical procedure. During the surgery, a small hole was noted in the pressure-regulating balloon. All components of the existing aus were explanted and replaced with a new aus. No additional patient complications were reported and the surgery outcome was good.